Event description:
The customer contacted physio-control to report that there was no audio prompts when they opened the lid of their device. There was no patient use associated with reported event. Upon evaluation of the device, physio observed that there were no audio prompts because the unit was not powering on when the on/off button was pressed.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the device's latch assembly had come loose from its original position on the upper case mounting shaft which prevented it from powering on when prompted. Once the latch assembly was reinstalled, proper device function was observed. The customer was provided with a replacement device.